Event description:
When a pt turned onto his side while sleeping, he broke off the IV tubing to sheath set. Pt began bleeding, but pressure was applied and no ill effects were sustained.

Manufacturer narrative:
Co was unable to confirm the reported problem. The portion of the kit experiencing the problem was not manufactured by abbott salt lake city. The returned kit contained an abbott stopcock, transpac IV transducer and squeeze flush device. The remaining portions of the kit (ad set, attached stopcock, and the tubing) were not manufactured by abbott.